Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient was experiencing near syncopal episodes. During interrogation, far field oversensing of the righta trial (ra) lead was found. Programming changes were made and the ra lead remains in use. No patient complications have been reported as a result of this event.